Event description:
Reporter indicated that depression pt was hospitalized for worsening of depression. It was reported that the event was not related to the vns implant or to stimulation and that the vns had never helped that pt's depression. Device diagnostic testing was within normal limits, indicating proper device function. Treating psychiatrist indicated that stopping the medication "nefadar" may have contributed to the pt's worsening depression.